Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that the monopolar curved scissor instrument was observed to have a broken conductor wire. There was no reported patient involvement.

Manufacturer narrative:
Intuitive surgical inc., (isi) received following additional information from initial reporter : the issue with monopolar curved scissors (mcs) instrument was identified during the procedure with ports already placed. There was a sense of discomfort in opening and closing the grip. It was stated that black colored cable was broken in half. The instrument did not experience loss of cautery due to having a broken cable. There were no signs of thermal damage or arcing during the procedure. The procedure completed robotically. The damage did not cause fragment(s) to fall inside of the patient's anatomy. There was no patient injury. The patient information was not allowed to be provided. Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.